Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1624c124ej, serial/lot #: (B)(4), ubd: 17-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant stent graft balloon was used in conjunction with an endurant stent graft system during the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported during the index procedure after the stent graft was implanted, ballooning was performed in the proximal and distal region of etbf2820c166ej using the 20cc reliant balloon. Following the connection site from flow divider of the right limb etlw1624c124ej, when the balloon was attempted to be inflated in distal site, the balloon rupture occurred. Per the physician it was not clear which device it became caught on at the endurant flow divider or limb edge when it ruptured. An additional reliant balloon was used to complete the procedure. Per the physician the cause of the rupture is undetermined. No additional clinical sequelae were reported and the patient is fine.